Manufacturer narrative:
Additional gore® tag® device included in this report: tg3420/06741260. (B)(4).

Event description:
On (B)(6) 2009, the patient underwent endovascular repair of an inflammatory thoracic aortic aneurysm using two gore® tag® thoracic endoprostheses (tg3115/06690571 and tg3420/06741260). The patient tolerated the procedure. On (B)(6) 2009, a post-procedure follow-up study reportedly revealed a distal type I endoleak (it is unknown which of the gore® tag® devices was most distal). Aneurysm diameter was 64 mm. Follow-up studies on (B)(6) 2010 reportedly showed a persistent distal type I endoleak. On (B)(6) 2010, the patient was implanted with an additional gore® tag® thoracic endoprosthesis to treat the persistent distal type I endoleak. The endoleak was resolved and the patient tolerated the procedure.